Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.1 was not detected on the bus and would not recover. A field service engineer replaced the drawer control board, retractor band, and control board to resolve the issue. The customer verified that the drawer opened properly and was able to perform inventory and access functions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a magnet missing, drawer will not open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.